Event description:
It was reported that this implantable pulse generator (ipg) was explanted after eleven plus years of implant time. The device was returned for evaluation with no information or product performance allegation. No adverse patient effects were reported.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined. Boston scientific makes every effort to identify the root cause for all events; however, in this case, the specific cause of the device entering safety mode could not be identified during laboratory analysis as the returned device battery had insufficient power remaining to maintain device diagnostic data and provide evidence of potential causes (i.e., high impedance) through direct battery testing. Based on all available evidence, it is most likely that this device was impacted by high impedance within the battery. Boston scientific has issued a worldwide product advisory communication in (B)(6) 2021 and (B)(6) 2023 regarding dual chamber ingenio? Extended life (el) pacemakers (including advantio) and cardiac resynchronization therapy pacemakers (crt-ps) that may initiate safety mode later in device life (i.e., prior to reaching the explant battery indicator) when the device battery exhibits high internal impedance. This device is included within this advisory population. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.